Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose value not provided at the time of the incident. Customer stated the insulin pump had physical damage and was exposed to moisture. The customer mentioned that fluid was dripping from the crack of the insulin pump. Customer was unable to clear the alarm as the device was unresponsive. The alarm history was checked and found that there was another pump error where a broken sensor force was detected during seating or regular delivery. Customer was advised the insulin pump will be replaced and go to an urgent care or pharmacy for back-up plan. The customer will not return the product for analysis.